Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure, a faradrive steerable sheath clear was used. Throughout the procedure, the sheath valve experienced bleed back. The physician mentioned that this issue occurs frequently and commented that the catheter is "not good." Additionally, there was a need for blood cleanup. The physician held their finger on the valve when it was not in use. The procedure was completed without any patient complications. The device will not be able for return due to disposal.